Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was implanted in the biliary duct during a biliary drainage procedure performed on (B)(6) 2022. During the procedure, the axios stent was successfully deployed; however, during removal of the delivery system, difficulty was encountered, and the elevator of the scope was locked in the high position. The sheath of the axios delivery system was peeled off. The procedure was completed using the original stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.